Event description:
It was reported that the device had a check clutch/plunger and reverse travel detected. Per reporter, the unit was tested, and the drive assembly was found to be considerably noisy. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: b5 corrected. H2) device evaluation: d9 - date returned to manufacturer: 7/9/2024 h3, h6: the device was returned for root cause analysis and the investigation findings concluded after the power up process, occlusion testing, visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have displayed in the ehl, "check clutch/plunger lever." The alarm was unable to be repeated but the pump's infusion was louder than normal. The cause of the customer reported problem was worn clutch halves, and the motor was louder than normal due to a pin on the motor that was dislodging. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the right and left clutch halves and replaced the motor. The manufacturer representative cleaned, greased, and calibrated the pump. The pump passed all functional tests and delivery tests and performed as intended after repair.

Event description:
It was also reported that there were no obvious signs of abuse/damage.